Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at inserter / tubing the following information was provided by the initial reporter: when in use, the extension tube leaks at 1-1.5 centimeters near the y-type connector, requiring a green claim, requiring a complaint response letter, not requiring a complaint acceptance letter

Manufacturer narrative:
1. DHR/bhr review(lot#3108396): 1)this batch of products were assembled at intima auto line 2 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batch used in this batch of products is 3113568, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received. 3. Take the retained sample of the complaint batch, check the appearance of the extension tubing, no abnormality is found, 45psi leakage test the sample, and no leakage is found at the extension tubing, please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the damage status of the extension tubing of the complained sample cannot be identified, the root cause of leakage cannot be determined. The plant will continue to track and monitor such defects. H3 other text : see narrative.

Event description:
No additional information available.